Manufacturer narrative:
Date of event: unknown, not provided. Lot #: unknown, not provided. Expiration date and unique identifier (UDI#): unknown, because the lot number was not provided. If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. Phone number: (B)(6). Device manufacture date: unknown, because the lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was viscoelastic leakage between the vial and the needle. Reportedly, the cannula was disconnected from the syringe during surgical procedure. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the lot number is unknown, therefore the manufacturing records could not be reviewed. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.